Manufacturer narrative:
Date of event: (B)(6) 2018.date of report: 09/05/2019.the product support engineer (pse) troubleshot this issue with the customer over the phone. The customer determined that the issue was test equipment was missing the seal. The customer was provided the adapter part number.

Event description:
The customer reported failed the low-pressure leak test. The information regarding the clinical use was unknown.